Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(4). Was performed from the date of manufacture, 30-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer (fse) inspected the doors in hardware test application and found that door 3 was sensing as open even though all doors were closed. Upon examining the latch column, the fse discovered oxidized contacts on the tower. The latch for door 3 was greased, and proper operation was restored. The system functioned as intended after the field service engineer (fse) repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 required maintenance. The customer stated that they managed to get the medication from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.